Manufacturer narrative:
(B)(4).

Event description:
A consumer's caretaker reported that around christmas time, the consumer's stimulation moved to a different location. It used to be above her ear and now it was about an inch below and was not covering the pain. If she turned her head a certain way it would stop, and if turned again, it would be fine again. No trauma/falls or recent medical tests/emi reported. The caretaker noted this was a sudden change in therapy/symptoms. Information received from a manufacturer representative reported speaking with the consumer's father who noted the consumer had an appointment to see her doctor. Further information received from the caretaker reported the device was working well. Follow-up was being conducted to determine cause of and steps taken to resolve the reported event. Indication for use included spinal pain.